Event description:
Pt came to the emergency dept on 7/12/96 and was diagnosed with a distal radius fracture. Splint was applied. On 7/22/96 the pt returned to the ed with a healing partial thickness burn.